Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, it was noted that the pacemaker's set screw was stripped. The pacemaker was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of could not untighten the rv setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset by the user in the field a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead then was removed from the device rv-connector in the field. The blood came through holes punched through the septum by the torque wrench at time of implant.